Manufacturer narrative:
Based upon available information, the most likely cause of the type iiia endoleak (decreased overlap) was due to lateral movement precipitated by patent lumbar arteries, and exacerbated by the use of anti-platelet therapy. No known user or procedure related issues were identified. Associated clinical harms for this device failure included: type iiia endoleak (loss of overlap), and secondary endovascular procedure. The final patient disposition was unknown. Devices remain implanted in the patient and were not returned, therefore no physical evaluation was completed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. The manufacturing records confirm that the lots met all requirements prior to release.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient came in emergently with a type 3a endoleak and a decrease in overlap of the main body and proximal extension. On (B)(6) 2017 the physician elected to implant an additional suprarenal aortic extension to seal the endoleak. The secondary procedure was completed and there have been no additional adverse events reported for this patient.